Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise. The patient presented to the electrophysiology lab for a scheduled rv lead removal. The lead was explanted and replaced. The patient tolerated the procedure well and was in a normal, stable, hemodynamic state.

Manufacturer narrative:
Additional information: d10, h3, h6, h10. As received, only a distal portion of the lead was returned in one piece measuring 45.0cm for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage.